Event description:
Catheter was opened to dilate patient's trachea. It was inserted in patient and did not inflate. It was removed and upon inspection the balloon would not inflate. The product was taken away from field and another one was opened. The second one worked fine.